Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial (B)(4) description: linear st lead, 50 cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was due to jolting sensations.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further information could be obtained at this time.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.